Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2017 due to high blood glucose. The mother stated that the customer was drinking soda; blood glucose level went from 99 mg/dl to 200 mg/dl and she started vomiting. The customer went to the emergency room and was admitted into the hospital. Blood glucose at the time of the admission is unknown. The customer was treated with insulin and fluids. The customer was wearing the insulin pump at the time of the hospitalization. Troubleshooting was not performed. The insulin pump will not be returned for analysis.